Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for abdominal aortic aneurysm measuring approximately 6cm diameter at the renals and approximately 8cm at the bifurcation, and was implanted with gore® excluder® conformable aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2022, the patient underwent follow-up imaging for a suspected unknown endoleak and aneurysm enlargement. The images were provided to gore and an evaluation showed the following: the implanted endograft appears to cover the r renal artery. Proximal endograft to r renal artery ~ 11mm. Contrast is visualized within the r renal artery but the contrast does not appear to originate from the aorta. There appears to be contrast within the aneurysm sac. The available images cannot rule out or confirm a type 1a endoleak. There appears to be a lumbar artery perfused in the arterial phase and communicating with the aneurysm sac. There appears to be a lumbar artery communicating with the aneurism sac within the arterial phase with contrast pooling observed in the arterial and delayed phase. There appears to be a lumbar artery communicating with the aneurism sac within the arterial phase with contrast pooling observed in the arterial and delayed phase. There is no evidence of a type 1b endoleak. Imaging showed the aneurysm diameter measured approximatley 16.6mm x 18.7mm at the level of the renal artery and 20.1 mm x 21.5mm in diameter at the level of level of the bifurcation. The patient is being monitored by the patient and has not yet been scheduled for reintervention.